Manufacturer narrative:
Concomitant medical products: product ID 39565 lot# serial# unknown. Product type lead product ID 37081-40 lot# serial# (B)(4) product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was known to have high impedence values on contacts 8 and 9, this was discovered during a reprogramming session. The team planned to check the extension to make sure there were no faults. The patient did not want their lead to be explanted/revised at this stage. The extension was tested and lead and extension intraop were tested and remained to have high impedances. The extension was changed however lead was left intact. The patient had been programmed around contacts 8 and 9, however theses contacts were providing them with optimum therapy. It has been decided by the physician to leave the lead as is as patient is still receiving benefit of therapy. It was noted that the cause was possible due to a damaged lead. The event was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial#: unknown, product type: lead. Product ID: 37081-40, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: 30-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported high impedance values. It was noted that a partial explant of the extension had occurred. No further complications were reported or anticipated.